Manufacturer narrative:
Visual examination found no malfunctions. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-17396, related manufacturer reference number: 2017865-2021-17399, related manufacturer reference number: 2017865-2021-17407. It was reported that the patient presented with an infection of unknown etiology. The implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted. Further information was requested but not received.